Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cart had water damage. The field service engineer (fse) inspected the station for any signs of water or internal damage and confirmed that all components were dry and intact. All drawers and system functions were tested and verified to be operational through the application. The system functioned as intended after field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was exposed to water following activation of a fire sprinkler in an operating room. The anesthesia pyxis station was reported to have been drenched. The customer reported that the device appeared to remain operational following the event. There were no delay or adverse events or injuries reported based on this event.